Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention on an unknown date during which the ipg was explanted.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device had exhibited normal longevity.